Manufacturer narrative:
(B)(4). Batch # p92y12. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level which affected the functionality of the handpiece. In addition the moisture indicator was positive. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that ¿tighten assembly¿ alert screen displayed by generator during procedure. Changed to another one to complete surgery. There was no patient consequence reported.